Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Insulin pump received with cracked case at reservoir tube, cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads. Insulin pump received with minor scratches on lcd window.

Event description:
It was reported that the customer had high blood glucose levels of 137 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the numbers on the display of the insulin pump continued to scroll up on their own during a bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.